Manufacturer narrative:
The device was returned due to patient expired. The device was received with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2024-73660. Related manufacturer reference number: 2017865-2024-73661. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.